Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve, as well as other connections and the bellows assembly were reseated. The unit was returned to service.

Event description:
The hospital reported a leak in the adjustable pressure limiting valve, preventing manual ventilation. There was no report of patient involvement.